Event description:
Ruptured left breast implant sustained after being kicked in the left breast with removal of both implants. Findings at surgery: in the right breast capsule was moderate in extent. It was densely adherent to the chest wall and as such about 85% of the capsule was removed leaving a patch posteriorly. The implant itself was intact but there was a faint film of gel bleed on the surface of the implant. On the left side the capsule was quite thin. It extended all the way up to the infraclavicular area and was too extensive to completely remove. The proximal 50% of the capsule was removed and it was all located in the anterior part of the capsule. The implant itself was completely ruptured with free silicone gel within the capsule.